Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machines were all running very slow. A field service engineer (fse) verified that the station appeared disconnected locally and offline in remote smart service (rss) and reseated the network connection to the station, tested a different network cable, and tried various ports, but the station remained unresponsive. The fse reconnected the original network cable and rebooted the station, which successfully obtained an ip address and able to ping the gateway, but unable to ping the server, and the station continues to show offline in remote smart service (rss). Potential issue with the station being on the incorrect lan. The fse confirmed that issue with hospital network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, machines were all running very slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.